Event description:
Related manufacture reference number: 2017865-2022-09580; related manufacture reference number: 2017865-2022-09582; related manufacture reference number: 2017865-2022-09583. It was reported that the patient has been admitted to the emergency room with sepsis. The implantable cardioverter defibrillator system was extracted on (B)(6) 2022. Upon extraction, vegetation was noted around the lead body and was believed to be the cause of infection. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.